Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated sodium result on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the cable, ict to ict pre amp, part number c-35016756-02, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated sodium result for a 78-year-old female patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2026, was 161, repeat result was 140 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated sodium result for a 78-year-old female patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2026, was 161, repeat result was 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1. Patient identifier: (B)(6). All available patient information has been included. No additional patient details are available.